Event description:
It was reported that the there was no reported device issue observed during preparation of the 4.0x12 mm multi link 8 stent delivery system (sds). The procedure was to treat a heavily calcified, eccentric lesion in the circumflex artery. Predilatation was performed prior to the attempt to stent. The multi-link 8 sds was advanced towards the lesion; however, resistance was felt before reaching the lesion due to the calcified vessel. It was observed that the stent implant was no longer correctly positioned between the radiopaque markers, and had moved proximally on the balloon, but was still located on the balloon. During retraction of the multi link 8 sds from the anatomy, no resistance was felt; however, the stent implant had moved towards the distal end of the shaft. The multi link 8 sds was removed from the patient without any further issue, with the stent implant still on the balloon, and a new multi-link 8 sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal, guide cath: xb 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.